Event description:
It is reported that the thread on the sleeve has separated dcp. This device did not malfunction during surgery while being used on a patient. This is report 1 of 1 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was returned because the thread on the sleeve has separated dcp. The product was received at service and repair who conducted a visual evaluation and they were unable to repair the device and it was discarded. A review of the device history records has been requested. There is no further information available on this event. If any other information is received this will be reported via a supplement.